Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be kinked. The timing and cause of the observed damaged cannula is unknown. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. Although the soft cannula was observed to be kinked, fluid was able to flow through the entire fluid path with no issue. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and the pod was leaking while worn on the arm for between 5 and 24 hours. As treatment, a new pod was applied.